Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 400 mg/dl - "high"; cause was unknown. Customer attempted to self-treat with a bolus via pump, however was treated with intravenous fluids of saline at the ER. Reportedly, the customer experienced blurry vision. Customer was discharged later the next day with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.